Event description:
It was reported that stent damage occurred. A 2.50x16mm promus premier¿ stent was selected for use to treat the lesion. During preparation, when the device was removed from the loop, the physician noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on balloon and the crimped stent was damaged along its entire length. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The maximum crimped stent profile was measured and is within specification. The product stent protector was not returned for analysis. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter or excessive manipulation of the guidewire or mandrel. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon however crimp markings were evident on an exposed portion of the balloon indicating crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus premier¿ stent was selected for use to treat the lesion. During preparation, when the device was removed from the loop, the physician noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported.